Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the faulty socket and communication error were likely caused by component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the xenon light source exhibited a b30 error occurred and a faulty scope socket. There was no patient involvement.